Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using their day aligner that their filling is breaking and that they are needing to get it fixed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.